Manufacturer narrative:
The reported blood loss occurred when the operator could not remove the air and discontinued treatment without rinseback. Return of the disposable cartridge was requested, but it has not been received at the time of this report. The exact cause of the venous air alarm cannot be determined. The user's guide identifies probable causes of the alarm and provides adequate instructions to resolve the alarm. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment. During the air recovery attempt, air was observed in the venous line. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 210cc. No medical intervention was required.